Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ecx0772 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that there was a metal tail at the distal end of two guidewires, preventing it from entering the sheath. This report addresses the second guidewire.